Event description:
Pfo closure device used for large secundum asd. At 1 week follow up echo revealed device free-floating in left ventricle. Patient required emergent open heart surgery to remove device and apply patch graft to asd. Dates of use: (B)(6) 2011. Diagnosis or reason for use: secundum atrial septal defect.